Event description:
A (B)(6) result was obtained for a pt sample and reported to the physician. The pt sample was tested again in duplicate and the results were negative. A corrected report was issued. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens' representative conducted investigation on-site. A review of the calibrations and the qc was performed. No issues were identified. The siemens' representative stated that the sample tube did not appear to be adequately centrifuged. The gel is slanted and the serum is lipemic. Sample handling was reviewed with the customer. The cause for the discordant (B)(6) result appears to be sample related. The instrument is performing within specifications. No further eval of the device is required.